Manufacturer narrative:
The device was evaluated by a zoll field representative onsite. The customer's report was duplicated and attributed a faulty CPR-d adapter. The CPR-d adapter was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.